Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient factors (advanced age, hypertension, hyperlipidemia) may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through partner 3 aviv 2015-08 study, approximately 8 years following a transcatheter aortic valve (tav) replacement with a 26 mm sapien 3 valve, new onset aortic stenosis of the patient's tav was observed during hospitalization for a congestive heart failure echocardiogram. Based on the medical record, the patient was admitted with progressive shortness of breath, inability to ambulate along with worsening edema, and labs consistent with hemolysis. The patient experienced 'critical stenosis' and mean gradient as high as 71mmhg. There was calcification and motion restriction of the valve leaflets.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received indicates the events submitted under MFR report numbers 2015691-2025-00235 and 2015691-2025-00216 are a continuation of the same event. As such, 2015691-2025-00235 was reported in error. The event is captured under MFR report number 2015691-2025-00216.